Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module low sorbing set was leaking the following information was received by the initial reporter with the following verbatim: part# 2260-0500 lot# (10)24015065 low sorbing infusion set had leaking tubing.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2260-0500 and lot# 24015065 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.